Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that person with diabetes reported a line blocked alarm and requesting a replacement infusion set. Patient removed site and noticed kinked cannula. There was no patient injury.

Manufacturer narrative:
H3 and h6 codes: updated one sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed the cannula was bent. Functional testing indicated that no free flow was present from the tubing site. The reported complaint of occlusion was confirmed. The probable cause of the issue could not be determined.